Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly the pump was cracked near the battery compartment. The reporter denied any power loss, damage to battery cap or evidence of moisture in the pump.this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the battery compartment was observed to be cracked at the top of the threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.